Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the surgeon wanted to drain bile from the gall bladder to make it easier to manipulate during surgery. He inserted an aspiration needle down the port which then started to leak, therefore, we changed it for a new one. It wasn¿t until we were removing the ports towards the end of the procedure that the surgeon noticed the clear plastic piece inside the patient. No harm occurred as it was then removed. Additional information and photos received by an applied medical representative via email on 01dec25: lot number updated accordingly. Lot trace performed with nhs supply chain account under ID (B)(6). Additional information and received by an applied medical representative via email on 02dec25: no issues with patient as a result. The user resolved the situation by removing plastic piece during procedure. Event happened midway in the procedure, as the consultant wanted to drain bile from the gallbladder prior to removal. Pieces fell into the patient and all were retrieved. Ablation needle was being used at the time of the incident. Additional information and received by an applied medical representative via email on 03dec25: the instruments used prior to the incident were reuseable johann laparoscopic forceps. We have not removed or cut anything on the internal seal to inspect the damaged component. Intervention: changed it for a new one and removed plastic piece during procedure. Patient status: no issues with patient as a result.